Event description:
During the induction procedure performed on (B)(6) 2008, the therapy shock was delivered properly. Nevertheless, despite a programming of 20 seconds post shock operations, the post shock pacing mode was observed during more than 3 minutes, then device returned to programmed pacing mode.

Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. The reported event was not documented, therefore, no final conclusion could be drawn, but probable hypothesis was indicated in the analysis report. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B)(4).